Event description:
Display-backlight failure [device issue] case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with the company's tech services regarding a display issue with inomax dsir# (B)(4). The device was not on a patient. The reporter explained that the display was black while the inomax dsir# (B)(4) was turned on. The alarms would sound but the reporter could not make the screen come on. The device was powered off/on several times without results. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation. Case comment: 05/01/2015- this is a non-serious, post-marketing report involving a inomax delivery devise dsir not during inomax therapy. No adverse event associated with the blackened display was reported. The event is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequences (index case MDR# 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 04/28/2015. Evaluation summary: inomax dsir# (B)(4) was returned to the MFR for service investigation. The regional service ctr (rsc) log review revealed a delivery failure (df) alarm backlight current below minimum; minimum: 800 counts, actual value: 614 counts. The rsc confirmed the reported complaint of a blank display at bootup and replaced the touchscreen/display. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root case for this report is display-backlight failure. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).